Manufacturer narrative:
B3: event date is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller states pt just had the controller and the recharger telemetry module (rtm) replaced and was trying to pair to the ins but needs assistance. Caller states they were seeing "set up for implant" agent has him tap on set up for implant and then sees the "number set up" agent has him tap on the first row of numbers and tap on ok. Caller states after tapping on ok he sees the screen telling him to connect the rtm and when they connect the rtm the screen goes back to set up and it continues to loop. Agent had pt remove the battery pack (bp) and plug the controller into the ac power cord and the screen powers on showing "set up for implant" caller puts the battery pack back in and the handset is charging. Caller does not know when the bp was last fully charged. Caller repeats trying to connect to the ins, but the controller keeps looping back to set up. Agent recommended having the caller charge the bp to 100 % before trying to connect to the ins again. Caller states the pt has not been able to charge in a long time and the patient was hurting really bad. Agent will call caller back after controller has had time to charge to 100%. Pt rep called back for set up process. Screen would not advance past connect [13] the recharger when implant was pressed. Pt representative stated the recharger was hard to plug in but, it was secure in the controller port. Agent had pt try the old recharger, when this recharger was plugged in, controller advanced to the next screen but, they saw no device found message. Agent reviewed best practices for paddle placement. Middle number on passive recharge mode fluctuated between 0 and 89 pt rep then stated that the cord going into the paddle is hot and going to burn bad. Pt in the background said it is a fire hazard, no pt harm was reported from the hot cord. Agent had pt rep clean connection points on rtm and controller port and set up for implant with the new paddle. However, screen still did not advance past connect the recharger. Pt reiterated that they are 'hurting bad' and they have been going on 3 weeks without the therapy. Pt mentioned that they have called their rep 3 times but has not received a call back. Agent heard pt in the background saying they 'hate this thing' and want to throw it in the garbage. Pt rep mentioned that the paddle has to be right over the implant otherwise 'it doesn't work'. Agent is requesting all equipment to be replaced due to nature of the call/situation. Agent reviewed to put all old equipment to the side. Agent sent email to repair to replace the controller, battery pack, and recharger. Agent will follow up with the pt on monday. Agent made outbound call to the patient on (B)(6) 2024 and there was no answer. Agent left voice mail and advised to call back if there were any issues from equipment replacements.